Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right atrial (ra) lead after a recent in-clinic check. The presenting electrograms (egms) shows isolated undersensing of fine atrial fibrillation (af) with atrial pacing delivered. The ra sensing is programmed to automatic gain control (agc) at 0.25mv (millivolts). The device remains in service. No adverse patient effects were reported.